Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the following: "device is alarming different and there is case damage and the readings are inaccurate." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device failed visual inspection due to a cracked chassis near the speaker. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review revealed this unit was in the field for over four (4) years with no previous reported issues related to this reported event.